Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient received intermittent yellow battery/low voltage alarms. The alarms became more frequent and turned into red battery/red heart alarms. The system controller was exchanged and the event was resolved.

Manufacturer narrative:
The system controller was returned to the manufacturer, and the investigation was completed. The system controller was run solely with the black lead and then solely with white lead. The black lead initiated a yellow battery alarm that progressed to a red battery alarm. The black lead was stripped at the connector end, and the battery gauge inner conductor was confirmed to be broken. The broken inner conductor may result in a power cable disconnect alarm. A review of device history records for this system controller showed no deviations from manufacturing or qa specifications. This situation is being addressed through the manufacturer's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.